Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump passed. The customer declined further troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor arm cannot communicate with the main arm error or critical block and inverse critical block did not add to zero error alarms during our testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.